Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number e19974033 for manufacturer abbott under registration number 2017865

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Visual examination of the lead found no anomalies. The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number e19974033 for manufacturer abbott under registration number 2017865